Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was alarming. The patient thought that they were going through withdrawal. No rotor or dye studies were performed. The pump was replaced due to battery depletion. The patient recovered without sequela. The pump was used to deliver morphine, clonidine and bupivicaine.